Event description:
Based on the info provided, novasure endometrial ablation performed in 2004. Cavity integrity assessment (cia) passed upon second attempt and ablation was successfully completed. The pt was also scheduled for laparoscopic tubal ligation. The hulka manipulator was inserted transcervically. During laparoscopic inspection of the organs, a small-sized uterine perforation was identified, tissue was not bleeding and no signs of thermal damage to the serosa or bowel were seen. Laparoscopic tubal ligation as performed and pt was discharged the same day.

Manufacturer narrative:
Based on available info, unable to conclusively determine whether injury was caused by novasure device or by the hulka manipulator.